Manufacturer narrative:
(B)(4).

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 11:30pm. Patient's caretaker ((B)(6)) called in stating that the patient ((B)(6)) was experiencing symptoms of incoherence, diaophoric, unsteadiness and was unable to answer questions correctly. The reading on the prodigy meter at the time of the event was 123mg/dl. Patient's normal blood glucose reading around the time of day of the event is 130mg/dl. Paramedics were called within 5 minutes and arrived 15 minutes later. Upon arrival paramedics tested patient' s glucose with their meter with a result of 58mg/dl. Approximately 15 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics administered d50 IV push, patient was not transported to ER. Patient ate a peanut butter sandwich, 3 glasses of orange juice and macaroni and cheese while waiting on paramedics to arrive. (B)(4) sent replacement and pre-paid envelope requesting return of suspect system to be forwarded to manufacturer for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report (B)(4) to submit investigation results from the manufacturer for the suspect device. (B)(4).